Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker stopped working with no pacing outputs. There was no further information provided. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. This device's allegation was not confirm since this device was operating normally.

Event description:
Additional information indicates this device was explanted due to normal battery depletion.